Event description:
It was reported that the customer had multiple leaking cartridges. Customer successfully loaded a new cartridge & resumed insulin delivery. There was no reported impact to customer¿s blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.